Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water tube and cylinder had white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. This complaint allegation has been previously investigated through the product technical investigation (pti) process. No further investigation is required. See coding table for the pti reference number for the malfunction. The most probable cause of the complaint was traced to component failure indicating expected or random component failure without any design or manufacturing issue. And the most probable cause of the additional failures was traced to failure to follow instructions. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue.